Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: intermittent response from "up","down" and "ok" keys . The pump returned with peeling keypad, near the "contrast" key . The keypad was removed to investigate, and evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The screen was removed and replaced with a new test screen and contrast returned to normal with test screen.

Event description:
Father called to report button sticking on pump; father was unsure which buttons are sticking. The father was unable to troubleshoot since he did not know which buttons were sticking. There was no adverse event associate with this complaint. The pump was replaced.